Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while removing the drain after a thoracic/cardio surgery, the stapler's lever could be squeezed but the staple only partially deployed; the staple was stuck in the end of the stapler and did not form correctly. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned products noted: the instruments were received partially applied with staples remaining. The tabs at the proximal end of the instruments was broken. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of this condition may occur if the device handle is actuated with the packaging still attached to the device; the tab will break causing the device to malfunction. This can cause staple jamming, unsuccessful firing, staple malformation and other similar outcomes. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.